Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not working properly and it was changed for a new one. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was a grip cable damage. The issue did not involve complete loss of cautery or intermittent/low energy delivery. The instrument did not move with non-intuitive motion (movement in the opposite direction) or in a reversed direction. The instrument did not move uncontrollably. The issue did not involve limited or imprecise motion. The issue did not involve any sign of sparking, arcing, or thermal damage observed. The issue involved physical damage to a frayed cable. There was no damage visible on the conductor wire (black cable). There was no wire exposed due to damaged insulation. The cable was broken. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. .

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.